Manufacturer narrative:
No blank display noted during testing. However, pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify keypad button anomaly due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcb1/pcba2/4 pins flexible cable/force sensor successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by multiple pump error 35 fatal alarm confirmed in the history files on event date (B)(6) 2025 11:24:01.000. Due to moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). No blank display noted during testing. Unable verify keypad button anomaly due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm during testing and pump error 35 alarm in history file due to moisture damage electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was exposed to moisture, received a critical pump error, and a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for a critical pump error, and the customer found damage to the pump. Troubleshooting was performed for damage, and the customer found damage to the battery tube side. Troubleshooting was performed for fluid in the pump, and the customer stated that no visible water in the pump. Troubleshooting was performed for display issues, and the customer reported a blank display. Troubleshooting was performed for the keypad anomaly, and the customer stated that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.